Event description:
It was reported that the patient had suspected thrombus; the patient's lactate dehydrogenase (ldh) levels increased from 275 to 587. A review of the event's log revealed routine events and pump power remained stable throughout the log. The log files also revealed there was elevated ldh, but stabilized as of (B)(6) 2021 and it did not appear to be device related. There was a right heart catheter (rhc) within log files on (B)(6) 2021, diagnostics testing was performed that revealed mild elevated right sided filling pressure, the echo was normal. The patient's antibiotics were changed on (B)(6) 2021 due to a chronic driveline infections. Their international normalized ratio (inr) remained within the goal of 2-3. It was communicated on (B)(6) 2021 that the patient's driveline infection was serratia resistant to amp, amox/clav, amp/sulb, cefoxitin, cefuroxime, cipro, tetracycline, intermediate to levo and mssa. They were given chronic IV ertapenem at the time, and still had drainage.

Manufacturer narrative:
Chronic driveline infections were reported under MFR 2916596-2019-04011 and MFR 2916596-2019-01641. Manufacturer's investigation conclusion: a specific cause for the reported elevated lactate dehydrogenase (ldh) and driveline infection, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. It was reported that the patient had a right heart catheterization (rhc) on (B)(6) 2021, and log files were sent to help rule out pump thrombus. At the time of the event, the patient¿s lactic acid dehydrogenase (ldh) increased from 275 to 587 on (B)(6) 2021. It is unsure whether these events were related to the device. However, the patient¿s antibiotics were changed on (B)(6) 2021 indicating an infection. The patient¿s international normalized ratio (inr) remained within the 1-3 goal. The events have not been resolved, and there are no changes at this time. Repeat labs were drawn, and the patient is currently at home being monitored. The device is not available for evaluation, as it is still inside the patient. System controller and lvad log files were submitted which captured the device operating as intended. Additional information was received from the customer stating that the elevated ldh was established to be an anomaly. The results of the patient¿s right heart catheterization (rhc) were mild elevated right sided filling pressures and a normal echocardiogram. The patient¿s ldh has normalized to 264. Although the patient has experienced no changes, she is continuing to be monitored. The patient also experienced chronic driveline infection which is device related. Methicillin-susceptible staphylococcus aureus was confirmed on (B)(6) 2017 and serratia was confirmed on (B)(6) 2018. The patient is on an IV of ertapenem at this time and still has drainage. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events such as infection (local, driveline, and pump pocket) and hemolysis, that may be associated with the use of the heartmate 3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, several sections of the IFU and patient handbook provide information regarding how to care for the driveline. These documents instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported elevated lactate dehydrogenase (ldh) and driveline infection, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. System controller and lvad log files were submitted which captured the device operating as intended. Additional information was received from the customer stating that the elevated ldh was established to be an anomaly. The results of the patient¿s right heart catheterization (rhc) were mild elevated right sided filling pressures and a normal echocardiogram. The patient¿s ldh has normalized to 264. Although the patient has experienced no changes, she is continuing to be monitored. The patient also experienced chronic driveline infection which is device related. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 26jan2017 via customer order. The heartmate 3 lvas IFU, document and the heartmate 3 lvas patient handbook, document are currently available. Section of the IFU, ¿introduction¿, lists adverse events such as infection (local, driveline, and pump pocket) and hemolysis, that may be associated with the use of the heartmate 3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. Section of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, several sections of the IFU and patient handbook provide information regarding how to care for the driveline. These documents instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information provided. The manufacturer is closing the file on this event.

Event description:
Additional information states that patient had mild elevated right sided filling pressures, echo normal. The patient's ldh was normalized at 264. It was also stated that patient had chronic driveline infection that is device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had suspected thrombus; the patient's lactate dehydrogenase (ldh) levels increased from 275 u/l to 587 u/l. A review of the event log revealed routine events and pump power remained stable throughout the log. The patient's elevated ldh started on (B)(6) 2021. The patient had a right heart catheterization (rhc) with log files sent on (B)(6) 2021. The site reported the patient had their antibiotics changed on (B)(6) 2021. The patient's international normalized ratio (inr) remained within the goal of 2-3. There were no changes to pump parameters and the patient did not have any symptoms.